Event description:
It was reported that a pta balloon detached from the catheter shaft while the device was being retracted through the introducer sheath. The introducer sheath was removed and it was observed that the pta balloon had remained lodged within the sheath. Another introducer sheath was placed and final angiography demonstrated suitable patency results of the treatment site. No patient injury.

Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspections. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation. The investigation is currently underway.